Event description:
The dexcom g7 continuous glucose monitor sensor that I switched to was wildly inaccurate, at times reading blood glucose values off by 100 points. Also experienced both frequent high and low blood glucose levels due to this inaccuracy. So much so that I switched back to the dexcom 6 sensor. After seeing the companies advertisement for an increased life span of 15 days I tried it again, experiencing the same issues plus the additional issue of almost total lack of communication with the omnipod insulin delivery system that I use in conjunction with the dexcom system. As that is the only system that omnipod will work with I have no choice. Now that I've switched back to the g6 my glucose readings have stabilized. But those few months were literally hell as I lost time at work, with family and felt absolutely awful a majority of the time. I'm 67 and diabetic for 32 years and I rely on these two devices 24/7. I am writing this to you due to my pharmacist telling me that there are so many others experiencing the same issues and results. My a1c result went from a 7.4 to an 8.4 during this time. Please help!